Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood results reading "hi". Customer called and stated her son used her meter and he received a hi. The customer states he feels well and requires no medical attention. Verified the strips expired 02/28/2014. When customer realized the test strips were expired they were discarded and a new code chip as well as strips will be used in the future, lot rr4541 which expire 04/16/2017. The customer states her son had performed a blood test within 2 hours of dinner.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.